Event description:
It was reported that after approximately 19 days of intra-aortic balloon (iab) therapy, the console generated gas gain and gas loss alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient was stable, but the customer reported that the alarms have occurred several times when the patient moved. The getinge representative advised the meaning of the alarms and possible reasons for them. They also advised checking all connections for security and monitoring for blood in the helium tubing. The customer was able to resume pumping each time the alarm happens. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information: initial reporter information: (B)(6). Patient information. Type of investigation added device discarded 4115 & medical device ¿ problem code added 1354. Updated device available for eval? From yes to no. Complaint record ID#: (B)(4).

Event description:
N/a.